Event description:
A temperature alarm was reported by the caller, which did not adversely impact the customer's blood glucose level. The pump was charging at the time, and the customer was using tandem charging supplies. The pump remained under warranty, and the customer arranged to use multiple daily injections (mdi) as a backup therapy while a replacement was being issued. Technical support provided instructions on how to put the pump into storage mode, which the caller understood, and they were advised to return the faulty pump using a pre-paid label within ten days.